Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. Vessels were non-tortuous and moderately calcified. The aortic neck was mildly angulated at 10 to 15 degrees, 3 to 3.5 cm long, and 23 to 25 mm in diameter. There were also patent lumbar vessels and a patent inferior mesenteric artery. It was reported that after the talent bifurcated stent graft was implanted, a large and fast unk type of endoleak was evident on the final angiogram run, appearing as a jet of contrast around the flow divider. The physician decided to reline the limbs of the bifurcated stent graft with 2 aneurx limbs, placing one on the ipsilateral side and one on the contralateral side, which improved, but did not completely resolve the endoleak. It was decided to not intervene any further but to monitor the pt. A CT follow-up acquired several weeks post-implantation demonstrated that the endoleak had resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Evaluation, results: endoleak. Patent lumbar vessels and inferior mesenteric artery; moderately calcified vessels. Conclusion: patent lumbar vessels and inferior mesenteric artery; moderately calcified vessels.